Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient uses acetaminophen against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.